Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch cable was frayed at the distal idler. No damage was found on the clevis. Additional observations during failure analysis also found: the instrument distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The instrument's distal end of main tube had various scratch marks exhibiting light material removed and rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches and/or frayed pitch cable were to recur could cause or contribute to an adverse event.

Event description:
It was identified during central processing, that the cables were damaged on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.